Event description:
The customer reported that during one pt event they were unable to acquire pads ECG view during a cardiac arrest (see MFR report # 1218950-2010-00901 / complaint # (B) (4)) and the device shut down unexpectedly. The customer stated that device behavior did not impact pt outcome. This report addresses the unexpected shutdown.

Manufacturer narrative:
The device was evaluated at philips, and the reported symptom was verified. Replacing the processor pca and the internal memory card resolved the reported issue. The root cause could not be determined because more than one part was replaced. The device passed all performance eval testing and was returned to the customer. (B) (6) .